Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion , infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems , vaginal scarring and other unspecified issues. It was reported that patient underwent mesh revision/removal approximately in 2009 for mesh erosion and scarring. No additional information was provided.